Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), bone pain ("right iliac crest pain"), rash ("rashes"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma and vaginal discharge outcome was unknown and the menorrhagia, migraine, headache, fatigue, alopecia, neoplasm, weight increased, bone pain, rash, uterine leiomyoma, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bone pain, dyspareunia, fallopian tube perforation, fatigue, headache, memory impairment, menorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, rash, uterine leiomyoma, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, psych injury, perforation, vaginal discharge, migraine, headaches, other, fatigue, hair loss, tumors, weight gain. If "other" please describe: right iliac crest pain, rashes, fibroids, bloating, forgetfulness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s)-unspecified results-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The event injury was replaced with events from pfs: dyspareunia (painful sexual intercourse),pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), psych injury, perforation, vaginal discharge, migraine, headaches, other, fatigue, hair loss, tumors, weight gain, right iliac crest pain, rashes, fibroids, bloating, forgetfulness. Outcome of pain and migraine, headaches, other, fatigue, hair loss, tumors, weight gain, right iliac crest pain, rashes, fibroids, bloating, forgetfulness were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation') and endometritis ('endometritis') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, multigravida and parity 2. Concurrent conditions included post-traumatic stress disorder, cervical pap smear normal, insomnia, osteoarthritis, adjustment disorder, urinary tract infection, paratubal cyst and endometrial ablation. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain "), back pain ("back pain"), psychological trauma ("psych injury/psychological or psychiatric problems condition: not specified"), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), bone pain ("right iliac crest pain"), rash ("rashes/rashes or skin conditions type: not specified"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), abdominal pain upper ("stomach pain") and abdominal pain lower ("cramps") and was found to have uterine neoplasm ("tumors/tumor/teratoma/cancer - type large right uterine tumor - unknown tumor pathology"), weight increased ("weight gain") and uterine leiomyoma ("fibroids/ tumor / please describe: multiple fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on 6-oct-2016. At the time of the report, the uterine perforation, fallopian tube perforation, endometritis, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, vaginal discharge, bacterial vaginosis and abdominal pain upper outcome was unknown and the menorrhagia, migraine, fatigue, alopecia, uterine neoplasm, weight increased, bone pain, rash, uterine leiomyoma, abdominal distension, memory impairment and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, bone pain, dyspareunia, endometritis, fallopian tube perforation, fatigue, memory impairment, menorrhagia, migraine, pelvic pain, psychological trauma, rash, uterine leiomyoma, uterine neoplasm, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, psych injury, perforation, vaginal discharge, migraine, headaches, other, fatigue, hair loss, tumors, weight gain. If "other" please describe: right iliac crest pain, rashes, fibroids, bloating, forgetfulness. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test results- total bilateral occlusion. Endometrial stripe: 8 mm right ovary: 3.3 x 2.2 x 2.6 cm left ovary: 4.1 x 2.4 x 2.5 cm impression: fibroid uterus. Pregnancy test - on (B)(6) 2006: pregnancy test negative. Concerning the injuries reported in this case, the following one were reported via medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received ¿ new events infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, stomach pain and endometritis , cramps were added. Event tumors updated with tumor/teratoma/cancer - type large right uterine tumor - unknown tumor pathology. Outcome of menorrhagia updated to recovered from unknown. Patient height and race were added. New reporter concomitant medication and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.